Manufacturer narrative:
Date received by manufacturer was initially reported incorrectly as jun 04, 2019. The date the manufacturer was made aware of this issue was jun 03, 2019 and so the correct entry for date received by manufacturer is jun 03, 2019.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified based on the information and materials provided. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, CT scans or physician reports being provided. The DHR was reviewed and there were no non-conformances found. There is no indication of manufacturing defects. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured during a surgery. The fractured piece was removed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.